Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she has been having issues with the sensor. As the insulin pump had alarmed sensor error, then a second sensor did it again and it didn't have the cannula. Customer used another sensor and the insulin pump alarmed again sensor errors. The customer's blood glucose was 113 mg/dl. Troubleshooting was performed and customer was advised to return the sensor for analysis.